Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx drug eluting stent was implanted in the lad. It was reported that on the same day there was a plaque shift from the lad to the 1st diagonal, post stent deployment. The patient recovered. The site assessed the event as not related to the anti-platelet medication and causally related to the device.